Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012517046); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-26, imaging quality was suboptimal and positioning difficulties were noted upon initial deployment. The 26 mm valve would not seat in the annulus at 80% and it repeatedly dislodged. The valve was recaptured and re-deployed; however, the same issue occurred. The valve was recaptured again and withdrawn from the patient. Subsequently, the valve was switched out for a 29 mm valve. The 29 mm valve was implanted in the patient. The procedure was delayed by approximately 10 minutes. Pre-case planning factors, specifically a difficult scan to read, contributed to the event. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-26, imaging quality was suboptimal and positioning difficulties were noted upon initial deployment. The 26 mm valve would not seat in the annulus at 80% and it repeatedly dislodged. The valve was recaptured and re-deployed; however, the same issue occurred. The valve was recaptured again and withdrawn from the patient. Subsequently, the valve was switched out for a 29 mm valve. The 29 mm valve was implanted in the patient. The procedure was delayed by approximately 10 minutes. Pre-case planning factors, specifically a difficult scan to read, contributed to the event. No patient complications have been reported as a result of this event. Additional information was received to report the starting point of deployment was at the bottom of the pigtail catheter. The implant depth of the valve was 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). At 80% deployment, the valve repeatedly dislodged aortic to a depth of 5mm on the ncc and 5mm on the lcc.

Manufacturer narrative:
Updated data: a1. B5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.